Event description:
Programming history for the patient's generator was reviewed. It was identified that at the time of the patient's increased seizures, the generator had not yet been titrated to therapeutic levels. Attempts for additional information have been made; no additional relevant information has been received to date.

Manufacturer narrative:
B1 adverse event or product problem, corrected data: initial report inadvertently selected ¿adverse event¿ instead of ¿product problem.¿ h1 type of reportable event, corrected data: initial report inadvertently selected ¿serious injury¿ instead of ¿malfunction.¿

Event description:
It was reported that a patient had breakthrough seizures. When she went to the physician's office, it was found that the patient had a programmed output current that was very low, and so the settings were changed and the patient's seizures were controlled afterward. No additional information has been received to date.